Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the malleable suction was plugged into an electromagnetic navigation interface unit (axiem) port and the system was unable to see suction in the field of view. A replacement suction was opened with no issue and procedure continued. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: the 9735016 malleable suction was returned to the manufacturer for evaluation. The returned malleable suction was not able to track when connected to a known good system and displayed a red status. A check of the electromagnetic navigation interface unit (axiem) interface showed that coil #1 was not active. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.